Event description:
Patient, through other company representative, reported "rupture with silicone leakage" and "my fear of further or future health damage caused by your implants is very high". Patient's representative later reported "rupture". Patient later, through other company representative, reported "nodule", "pain", "increased in volume", capsular contracture baker grade iii and "silicone in my surrounding lymph nodes and throughout my body". Capsule resection was performed. This record is for the left side. The device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-05415. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii and migration.